Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing that resulted in pacing inhibition for an unknown timeframe. Technical services (ts) was consulted and reviewed the system settings. Ts discussed multiple reprogramming options with the health care professional; however, no solution was found. Ts additionally noted that the patient is of smaller stature. Ts recommended repositioning the right ventricular lead or adding a dedicated pacing and sensing lead to the system. No additional adverse patient effects were reported. This crt-d remains in service.